Event description:
Customer reports continuous itching beginning immediately following a plastic surgical procedure. The itching is non-site specific. No medical or surgical intervention was provided. No further information will be provided by the reporter.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.